Event description:
On 12/22/2007, the patient stated that, the down button of her infusion device was not working and she was not able to program a quick bolus to lower her blood glucose. Her blood glucose was elevated to 316 mg/dl. Her normal blood glucose level is 100 mg/dl. She stated, that the button does not appear to be damaged. The patient was advised to switch to her backup infusion device and she bolused via syringe to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.